Event description:
It was reported that the syringe 5ml ls emerald the cap is no longer on he plunger so syringe can not be used. Foreign complaint the following information was provided by the initial reporter, translated from dutch to english: when opening the packaging of the 5 ml syringes the cap is no longer on the plunger so syringe can not be used.

Manufacturer narrative:
Investigation: bd has been provided a photo and samples for catalog 307731 lot 1906249 to investigate for this record. Visual inspection of the affected samples revealed a breakage of the syringe plunger. As a result, bd was able to verify the reported issue. The material used to manufacture emerald syringes has been selected and tested to resist normal conditions of use. The assembling machines have an on-line detection system that inspects 100% the syringes, rejecting automatically the syringes with broken parts like the plunger. Based on this fact, the reported nonconformance was produced due to some blockage in the primary packaging machine feeder. DHR showed no indication of the alleged defect.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that the syringe 5ml ls emerald the cap is no longer on he plunger so syringe can not be used. Foreign complaint the following information was provided by the initial reporter, translated from dutch to english: when opening the packaging of the 5 ml syringes the cap is no longer on the plunger so syringe can not be used.